Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motor and gearbox operated properly with no unusual vibration. There was also no failure when the wires and brake cam were wiggled. Therefore, the original complaint issue was not confirmed.

Event description:
The dealer states that it has a noticable vibration in it and the patient alleges that the motor cuts out intermittently.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that it has a noticable vibration in it and the patient alleges that the motor cuts out intermittently.